Event description:
Patient presented with a systemic infection of unknown origin. System was explanted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).